Event description:
It was reported that the patient underwent a spine fusion surgery from l4 to s1 and l3 to s1 in which rhbmp-2/acs was used. It was reported that the patient's post-op period has been marked by increasingly severe low back pain and radiculopathy. The patient consults regularly with pain management physician to treat his persistent and severe low back and lower extremity pain. It was reported that the patient's neurosurgeon recommended that he undergo a revision surgery. It was reported that the patient continues to experience severe and unrelenting low back pain, buttocks, groin, and bilateral lower extremities. He experiences difficulty sitting for extended periods and is unable to stand or ambulate without the use of a cane. Reportedly, the patient experiences sexual dysfunction.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 1998 patient underwent the following surgeries: total decompressive lumbar laminectomy with facetectomies at t12, l1, l2, l3 a nd partial l4, bilateral l2-l3 discectomies, bilateral posterior lumbar interbody fusion, l2-3 discectomies, bilateral posterior lumbar interbody fusion, l2-3 and l3-4, utilizing autograft as well as fibular rings, t9-l4 spinal instrumentation with t12-l4 bilateral pedicle screws, 5.5 x 45 at t12, 6.5 x 45 at l1 and l2, 6.5 x 50 at l3 and l4, with an upgoing sublaminar hook at t11 and down going hooks at t9, harvesting of right posterior iliac crest bone graft, posterior and posterolateral arthrodesis, t12-l4 to treat the following pre-op diagnosis: degenerative lumbar spondylosis, degenerative spondylolisthesis, degenerative coronal and sagittal translation with rotary scoliosis at thoracolumbar junction, herniated nucleus pulposus, l2-3 and l3-4, mechanical back pain, lumbar stenosis with cauda equine compression, lumbar radiculitis and radiculopathy obesity, heavy cigarette smoking. (B)(6) 2005 the patient underwent the following surgeries: an exploration of lumbar fusion and take-down of posterior fusion and p robable nonunion l3-s4, removal of distal hardware with the removal of l3-l4 pedicle screws and partial rod removal for later incorporation with new rod, lumbar decompression, l4-l5 and l5-s1, transforaminal lumbar interbody fusion, l4-l5 and l5-s1, carbon fiber cage insertion, l4-l5 and l5-s1, posterolateal arthrodesis, l3-s1, with allograft, autograft, autograft and bone morphogenic protein, pedicle screw fixation tied into his previous fixation from l3-s1 , harvesting of left iliac bone graft for a different fascial incision with also harvesting of local bone graft in use of bone morphogenic protein for arthrodesis to treat the following pre-op diagnosis: dysfunctional motion segment at the end of the inferior construct, significant stenosis, vacuum disk phenomenon, spondylolisthesis, advanced degenerative disk disease with neurogenic claudication, morbid obesity, history of significant previous surgeries with stabilization and failed back syndrome. Op-notes: "..we were able to distract this open to a 9 mm and a 9 mm cage was then packed with his harvested bone and the disk space was over-packed as we impacted this cage and completed our transforaminal lumbar interbody fusion as well as our cage insertion. We performed a similar technique at the l5-s1 level as well. The transforaminal area was drilled down and exposed and the discectomy was then performed with a series of shavers and curets and the discectomy was then performed with a series of shavers and currets and pituitary rongeurs. The disk space was over-packed with cadaveric reconstituted bone prior to our cage insertion as well. The cage was inserted and countersunk. At this time we decorticated the lateral facet joints and again had decorticated back to bone at the l3-4 level as well. The rod was connected and tied to the prior quarter inch rod with a connector. This was tightened down as specified. The rod was placed and the screws tightened down and l4-5 and l5-s1 interbody fusions were placed in decompression. We then packed the lateral recesses and facet areas with both bmp pledgets locally harvested autograft from the hip as well as allograft that was reconstituted. This was all packed out laterally. The patient was taken off the operating table in stable condition.." (B)(6) 2013 patient presented for an office visit due to back and lower extremity radicular pain. (B)(6) 2014 patient underwent MRI cervical spine w/o contrast due to neck pain. Conclusion: a central and right-sided c3-4 disc extrusion was seen with mild central canal stenosis, at c4-5 there was osteophytic overgrowth and a possible disc herniation complex centrally. No compromise was seen, surgical changes were present; a bony union was possible at c5-c6, at c6-c7 surgical changes were seen, there was no convincing bony union noted by MRI, anterolisthesis was seen c7 on t1. Bulging was noted. Mild spinal canal stenosis was noted, at t1-t2 a central disc extrusion was likely. There was narrowing of the vertebral subarachnoid space with no stenosis. Foraminal narrowing was noted at multiple levels as described in the finding. Please see the discussion for details. (B)(6) 2014 patient presented for a follow-up visit due to lumbar spinal stenosis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.